Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported. Additional information received indicated that the lead was attempted due to high pacing thresholds and lead was dislodged. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.